Event description:
A customer contacted beckman coulter inc., (bci), reporting that they replaced creatinine reagent on unicel dxc 800 pro synchron clinical system and then had qc that "didn't look right".the customer recalibrated and performed qc again; results were unacceptable.while troubleshooting instrument performance, the customer stated to customer technical support (cts) that they discovered a leak in the reagent syringe pump.no injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) inspected the instrument and found crem syringe leaking. The fse replaced the syringe and verified repair per established procedures. Hardware is the root cause for this event.